Event description:
The sales consultant reports regarding a l-4 s1 lumbar fusion. The surgeon was final tightening the matrix locking caps at l4 on the left side of the pt and the blade on this screwdriver broke. All pieces were retrieved. The surgeon completed the procedure with another screwdriver. The surgeon had used the screwdriver on the right without incident. The break occurred when tightening on the second (left) side. The procedure was completed.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.